Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient entered bg values outside the 40-400 range, which is misuse of the device. On (B)(6) 2026, the patient¿s cgm was reading low mg/dl. However, the patient felt signs of hyperglycemia, including lethargy, disorientation, nausea, and difficulty with motor skills. The patient also stated that her cgm readings had been ¿jumpy or fluctuating erratically since march and during this event¿. The patient was wearing a tandem insulin pump. Around 6:00 am, the patient went to the emergency room (ER). At the ER, the patient¿s bg meter reading was over 600 mg/dl while the cgm was reading low mg/dl. The patient was treated with 30 units of insulin via injection and an intravenous (IV) insulin drip. After treatment, the patient¿s bg meter reading decreased to 450 mg/dl and then to 178 mg/dl, eventually reaching bg levels around 117-118 mg/dl prior to discharge. The patient was discharged on (B)(6) 2026 after being in the ER for more than 24 hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time the patient experienced symptoms. Upon arrival at the hospital, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.